Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a meal while using the ilet, with a lowest blood glucose of 52 mg/dl and device alerts for the low; the user corrected with oral carbohydrates, blood glucose returned to range within about one hour, and there was no outside assistance or medical intervention. Symptoms included no reported physical symptoms despite the low glucose. Outcomes included transient hypoglycemia without hospitalization or long-term sequelae. Investigation included customer support troubleshooting and user education regarding meal announcements and potential factory reset to adjust meal insulin learning. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear, with user concern about meal dosing and consideration of a factory reset discussed as a mitigation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.